Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd sedi-40 experienced a hardware/software malfunction for an esr instrument prior to use.the following information was provided by the initial reporter:the instrument doesn't work. It can't be switched on. They tried with another charger, but still doesn't work.

Manufacturer narrative:
H.6. Investigation: bd received instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode for "won't turn on" with the incident lot was observed. The service report identified that there was poor soldering on the power switch, the reason as to why this occurred could not be established. H3 other text : see h.10

Event description:
It was reported that the bd sedi-40 experienced a hardware/software malfunction for an esr instrument prior to use. The following information was provided by the initial reporter: the instrument doesn't work. It can't be switched on. They tried with another charger, but still doesn't work.